Event description:
While performing a laparoscopic cholecystectomy, while the doctor was trying to use the suction irrigation to irrigate the patient's abdomen, the motor in the pump was not making the sound it typically does when activated, and the irrigation was only leaking through the device rather than having pressure like it should. The writer tried to troubleshoot and noted the battery compartment felt warm to the touch. Manual pressure was applied to the irrigation bag to allow the wound to be irrigated. Without the button being pressed, the pump at random began to make noise like it was trying to do something, however nothing was actually happening on the surgical field end of the device. After this, the writer noted the battery compartment was now hot and immediately released the battery compartment and removed the batteries from their contact points. One battery fell to the floor and was too hot to touch with bare hands. The rest of the device was removed from the surgical field. One device cooled down enough, the plastic which was meant to hold and separate the batteries was noticeably warped. No adverse reaction or harm came to the patient.